Event description:
Consumer called because they are very worried about the readings they are receiving from their bd logic cobranded meter. Analysis run on clark error grid using mean average reading (62) as ref. Point vs. Bd readings (32,69,82) yielded data points in the d range of the grid, outside acceptable limits.